Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that on (B)(6) 2021, a percutaneous intervention was performed on the anterior popliteal, heavily calcified lesion. An armada dilatation catheter advanced to the lesion without any unusual resistance or issue noted. Balloon dilatation was performed for 180 seconds at 8 atmospheres when the balloon burst. The device was removed and another armada catheter (same size) was used in replacement with fine results noted. There was no clinically significant delay and there were no adverse patient effects. No additional information was provided regarding this issue.